Event description:
Pt was undergoing a trans-uretheral resection of bladder tumor. An electrosurgical unit was being used during the procedure. The unit power settings were set to 125 watts cut, and 60 watts coag. While using the electrosurgical unit in cut mode at 125 watts, the physician stated that the cutting power was "erratic" and caused a small perforation of the bladder. The physician states that no need for repair; the perforation will heal on its own. A replacement esu was brought into the room and the case completed without further issue.